Event description:
Multiple novii patches were found to not be working; after a discussion with other nurses it was found that all patches with the lot number 699285 did not work. When placed on patient and monitor battery applied all x displayed on screen. I tried two patches before investigating further. When a new lot number was used the patch worked as expected with no further issues. Other nurses had the same result when changing patch lot number.